Event description:
On (B)(6) 2017 during a followup the device was unable to be interrogated and an error message displayed: device performed too many resets. The physician decided to leave the device implanted. On (B)(6) 2018 - this device was unable to be interrogated again and the same error appeared. The patient needed an av nodal ablation and needed to rely on a pacemaker for support so the physician explanted this pacemaker and implanted another.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer displayed a warning message indicating invalid memory content. The pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2016, as a result of the detection of invalid memory content. Several attempts to reset the device by the device itself were not successful triggering the warning message as mentioned in the complaint description. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. During the further course of the analysis the device was reset. Subsequently the pacemaker was operating as expected. A storage test under different temperature environmental conditions confirmed proper device functionality. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.